Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the device alarmed a no delivery alarm. Customer's blood glucose was 428 mg/dl. After troubleshooting, customer was advised the device was working as designed. Customer will not be returning the device for analysis.